Event description:
A patient reported experiencing inaccurate high results with a fast take meter. The patient's blood glucose results were "320 mg/dl, 110 mg/dl and 330 mg/dl" on their meter. The second day, the patient obtained "166 mg/dl and 65 mg/dl." Tests from both days were done within 10 minutes with a difference of 51% and 78%, respectively. Patient did not experience any adverse events. No further information has been reported.